Event description:
The user stated the controls for total bilirubin were within the acceptable range at the beginning of the run, but about after 100 pts the controls were run again and the level 2 control for total bilirubin had dropped from 5.0 mg per dl to 2.0 mg per dl. The user said he repeated about 40-50 pts and had one total bilirubin result that did match the original value. The initial result was 0.2 mg per dl and the repeat result was 1.1 mg per dl. No erroneous pt results were reported. The field service representative could not determine a root cause and replaced the absorbance lamp, sample probe 4, and the reagent and syringe seal. To verify the analyzer performance, calibration and controls were run with all results within range.